Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's son reported that the pt had peritonitis. The pt's peritoneal dialysis nurse reported that the pt was diagnosed with peritonitis on (B)(6) 2014. The pt was treated with vancomycin and gentamycin intra-peritonitis for a touch contamination gram negative staph infection. The nurse mentioned that the pt and care giver does not always wear masks, and that the pt had drained out by removing his cap on the catheter and did not use a drain line. Family education was given.